Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Initial reporter zip code: (B)(6).

Event description:
The customer reported the device will turn on and off on it's own. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device intermittently powered on and off by itself during functional testing. The issue was due to an electrically shorted circuit board power button. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the device will turn on and off on its own. No patient impact or consequences were reported.